Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00947. It was reported the patient experienced shocking on their right side. Imaging showed one lead was not as midline. Surgical intervention may be pending. Note: all of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00947. It was reported the patient experienced shocking on their right side. Imaging showed one lead was not as midline. Surgical intervention may be pending. Note: all of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Additional information indicates the leads were repositioned on feb 3, 2022. During the procedure it was observed the anchors had not been locked causing the leads to migrate. Therapy was restored after surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.